Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for audio anomaly. Blood glucose at the time of incident was unknown. Customer reported no audio on insulin pump. Customer cannot hear any alarms. Customer reports they are having trouble hearing the beeps. Assisted in performing self-test. Customer reports the insulin pump did not beep during the tone test. Advise that the insulin pump will need to be replaced. Advise to revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump had no audio tones during the self-test due to an open coil, on printed circuit board. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.